Event description:
It was reported that the user experienced repeat alert 32 events indicating a delivery motor communication error requiring multiple restarts of the ilet; backup therapy was arranged, and a replacement ilet was provided with a request to return the original device. Symptoms included no reported blood glucose impact. Outcomes included no reported injury, no medical intervention beyond switching to backup therapy, and no hospitalization. Investigation included remote case review and complaint handling, with device return logistics initiated. Investigation of the returned device revealed a motor processor communications malfunction consistent with a delivery motor communication fault.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.